Event description:
Patient transferred to this facility due to cardiac arrest. Patient had temporary pacemaker, was on a ventilator and on vasopressor medications. Taken directly to catheterization lab. Iab placed and pressure improved. Transferred to the ICU. In the early hours the balloon manfunctioned and/or ruptured. The balloon was removed. The patient was on multiple vasopressors and a new balloon was not done. The cath lab was asked if it was a difficult insertion or if they had observed anything that could have contributed to the balloon failure. The answer was no.